Event description:
It was reported that a user experienced hyperglycemia around 292 mg/dl and attempted to lower glucose by entering three meal announcements without food intake while using the ilet, after which the device corrected the elevated glucose but the user subsequently experienced hypoglycemia around 62 mg/dl. Customer care provided support that included customer education and troubleshooting focused on appropriate use of meal announcements and avoidance of insulin stacking. Investigation of this case revealed user-initiated ¿ghost¿ meal announcements that led to excess insulin delivery inconsistent with intended algorithm use, with product performance otherwise consistent with design. No clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was use error related to improper meal announcements.